Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's inss were shut off and the patient suffered a worsening of tremors on both sides of their body. The patient was not aware of how the devices were turned off. The inss were turned back on in the emergency room (ER), and the patient's tremor decreased, however was still present. The ER physician indicated the tremor was not as controlled as they wanted to see, so they turned up the voltage by 0.2v. The patient's primary healthcare provider (hcp) indicated later that their tremor was never 100% controlled with dbs, and directed the patient to visit them again for further programming adjustments. The issue was not resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the cause of the device turning off remained unknown. The patient noted their brother tried increasing the settings, however did not shut it off to their knowledge.